Event description:
**Update** - medical records for the right hip received (B)(4) 2013. Revision operative report for the right hip indicates the following: 40 milliliters of cloudy yellow-gray colored fluid of thick viscosity; moderate degree of synovitis; acellular appearing debris in the back of the femoral head; mild amount of fretting and black material at the base of the femoral taper junction; mild cystic changes within the acetabulum. The information received does not change the MDR decision.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was bilateral. Patient was revised on right side due to metallosis, yellow-gray colored fluid of thick viscosity, and a mild amount of fretting and black material.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.